Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. An implantable neurostimulator (ins) overdischarge was suspected. The patient had not used their ins in 2 to 4 months. They last charged about 2 to 4 months prior to the report. The patient did not want to start using their ins. Since implant the stimulation would help for a little bit but then it would stop. They would get it reprogrammed and it would work for a while and then it would never cover the pain again. The ins had never stopped the pain completely. The trial device worked well. The patient noted that they would almost have to take their pants off to control their device with their programmer. Medication seemed to help the patient¿s pain. Due to health issues they did not want to go through surgery to have the device removed. The patient was seen by their doctor but the cause of the event was not determined. The patient was reprogrammed for better coverage. It was unknown how the patient was doing at the time of the report.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had issues that started since implant but the patient did not have a specific date. It was noted that the implantable neurostimulator (ins) device had never worked right since implant. The reporter noted the patient was going to have the stimulator removed but the health care professional suggested on the day of the report that he continue to try and use the therapy. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.